Event description:
It was reported that during use of the bd micro-fine ultra¿ pen needle the needles are clogged.

Manufacturer narrative:
Investigation summary: forty nine sealed and intact and three open 32g x 4mm pen needle samples were returned from lot. No. 8269503, cat. No. 320141. Visual examination was carried out on the three open samples and it was observed that non patient end of the cannula was bent on all three samples. A clog test was carried out on all forty nine sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications it is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd micro-fine ultra¿ pen needle the needles are clogged.